Event description:
Customer reportedly received results of 17 mg/dl and 73 mg/dl within 10 minutes on the compact plus system. Customer drank orange juice upon receiving the result of 73 mg/dl. No adverse event reported. Requested return of suspect device; however, the test strip vial was discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.